Event description:
A review of service data detected a reported event. During servicing, charger/modem sn (B)(4) was found to have a defective power brick. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon eval, the charger had a defective power brick connector. The root cause of the defective power brick connector cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this battery charger did not report any problems.